Event description:
Boston scientific received information through a competitor¿s remote monitoring system that this right ventricular (rv) lead has variations in the pacing impedance measurements. The patient was brought into the clinic, and it was confirmed that the rv lead was displaying intermittent pacing impedance measurements above 3,000 ohms. Noise was also observed and able to be reproduced with isometric movements; however, the noise did not result in any inappropriate therapy delivery. The shock impedance measurements are in normal range. A revision was performed and this rv lead was reported to have fractured. The lead was capped and successfully replaced. No additional adverse patient effects were reported. The associated device was a competitor¿s product and was also replaced during the procedure.

Manufacturer narrative:
As the rv lead was surgically abandoned, it will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.